Manufacturer narrative:
Tha sample consists of one segment of 6mm thin walled vascular graft, measuring approx 4 cm in length. A slightly beveled anastomatic end is noted although no sutures are visible. The apposite end is squarely cut. Thin reddish brown clot covers a portion of the longitudinal aspect of the graft outer surface. Small nodules of firmly adherent fibrous materials are noted within 1.5 cm of the anastomosis. Much of the remainder of the graft outer surface appears free of tisue and thrombus. The graft wall is uniformly light brown. Thin, soft, reddish-brwon thombus lines most of the luminal surface. Two longitudinal sections are submitted for histological evaluation. Section 9-2396-1a is a loongitudinal section at the anastomaotic end. Section 9-2396-1b is a longitudinal section to include portions of lthe graft wall that are devoid of tissue or thrombus. Histological observations are consistent with localized transmural serous fluid ultrafiltration as well as areas of early healing in a graft of relatively short implant duration. The findings are also consistent with relatively poor healing for an implant duration of four months. As portions of the graft wall may have contributed to the serous fluid ultrafiltration in those regions.(*0

Event description:
The prosthesis was implanted aftr a previous dialysis shunt failed because of infection. Three mos. P.o., prosthesis thrombosed necessitating embolectomy. Following embolectomy, swelling occurred resulting in a cyst. At four mos. P.o., revision revealed serous fluid leaking through graft wall at arterial end. The leaking segment was removed and replaced with another prosthetic material.